Event description:
During a follow-up, there was inadequate pacing on the right atrial (ra) lead due to a lead dislodgement. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the helix fully extended and clogged with blood/tissue. The extended helix was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. Damage noted is consistent with procedural damage.